Manufacturer narrative:
Examination of the faulty sample returned (the extravascular part of the catheter), showed that the catheter ruptured at the 9 cm marking. The distal catheter fragment of 9 cm length was missing, as the catheter has a total useable length of 15 cm. Microscopic inspection of the catheter's distal end showed typical signs of a pressure burst: a smooth surface at the fracture lane with a raised aspect on one side. The maximum bolus pressure of 1.2 bar was obviously exceeded during use, causing a pressure burst, although we warn in the product's IFU: "it is possible to generate 4 or 5 times the maximum safety pressure, with any size of hand held syringe. Subjecting the catheter to pressure above 1.2 bar can result in catheter rupture and embolism." This is the first complaint received for a ruptured catheter of code 2184.015 within the last 3 years.

Event description:
Catheter placed on (B)(6) 2016. Tip located in vena cava superior after 2.5 days of fluid and drug administration, they discovered an edema and redness. They removed the catheter and found it to be only 6.5 cm instead of 15 cm long. Catheter fragmented after 2.5 days. Fragment had to be removed from right ventricle. Patient recovered well.